Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ileal conduit construction. According to the reporter: immediately after the firing was done the tip plastic part of anvil came off. It was retrieved from the patient. Opened another. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Pieces fell into the cavity and could be retrieved. No bleeding. After firing was done, the resin part and metal pin fell into the cavity of patient. However, all of them could be retrieved from patient. After procedure the customer confirmed nothing was left in the patient by x ray imaging. Note: the metal pin had been lost in the institution and is not returned for investigations.